Event description:
It was reported that the devices (pc unit with 2 attached pump modules) were sent to biomed shop with a note stating "pump underinfusing". It was not known as to which pump module could have had an underinfusion issue. Both pump modules were tested and found to have no fault. Although requested, no other information is available to this date.

Manufacturer narrative:
The reported issue that the pump module was under infusing could not be confirmed; no product or device logs were returned for investigation. The customer provided 2 serial numbers and unable to specify which of the 2 pump module allegedly had an issue of under infusion. Furthermore, it was stated by the customer that the two pump modules were tested (s/n (B)(6) ) and found to have no fault. Review of the sn (B)(6) service history record showed the device had a manufacture date of 07july2014. A review of the device service history record was performed beginning from the date of manufacture to the present date 27aug2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Per previous discussion with the customer, it is their policy not to provide patient information.

Event description:
It was reported that the devices (pc unit with 2 attached pump modules) were sent to biomed shop with a note stating "pump underinfusing". It was not known as to which pump module could have had an underinfusion issue. Both pump modules were tested and found to have no fault. Although requested, no other information is available to this date.